Event description:
The surgeons used covidien stapler endogia ultra. 4-5 loads had already been used with the stapler and there was no issue, on the next load the stapler went into the patient (during a vats case) and closed around lung tissue but would not open. The stapler was pried open with another laparoscopic instrument.======================manufacturer response for covidien stapler endogia ultra 12mm, covidien (per site reporter).======================manufacture will analyze product.